Manufacturer narrative:
H6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd precisionglide¿ needle separated from the syringe during a difficult injection. The following information was provided by the initial reporter, translated from french: "clinician experienced: sometimes there is a disconnection when the injection is difficult."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd precisionglide¿ needle separated from the syringe during a difficult injection. The following information was provided by the initial reporter, translated from french: "clinician experienced: sometimes there is a disconnection when the injection is difficult."